Event description:
It was reported that the patient presented for a lead revision procedure on (B)(6) 2017. The patient's right atrial lead was capped and replaced due to high impedance and fracture. The patient was stable following the procedure.